Manufacturer narrative:
The returned valve was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The valve met the requirements for reflux, pressure-flow, pre-implantation and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be obstructed. According to the report, the pressure level was set to 0.5 at implantation, but the patient's icp still remained high and the valve was explanted. Reportedly, there was no injury to the patient.